Event description:
A complaint of high readings were received on a customer's precision xtra blood glucose meter. The customer obtained a reading of 9.5 mmol/l compared to a laboratory comparison reading of 5.2 mmol/l. The tests were performed within a ten minute timeframe. There was no report of death, serious injury or mistreatment associated with this event.